Manufacturer narrative:
Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that a spaceoar vue was placed during a placement procedure performed on (B)(6) 2025. At the 3 months post-treatment, the magnetic resonance imaging (MRI) showed no signs of the hydrogel. The hydrogel was not differentiable from surroundings anatomy. During this period, the patient developed dysuria and diarrhea, symptoms assessed as possibly related to the device or the placement procedure. Core lab analysis revealed malposition of the hydrogel, with the post-index MRI showing 6.62 cc of hydrogel located within the rectum, completely through the rectal wall. A subsequent three-month MRI demonstrated 12.55 cc of hydrogel within the rectum, again fully penetrating the rectal wall.

Event description:
It was reported that a spaceoar vue was placed during a placement procedure performed on (B)(6) , 2025. At the 3 months post-treatment, the magnetic resonance imaging (MRI) showed no signs of the hydrogel. The hydrogel was not differentiable from surroundings anatomy. During this period, the patient developed dysuria and diarrhea, symptoms assessed as possibly related to the device or the placement procedure. Core lab analysis revealed malposition of the hydrogel, with the post-index MRI showing 6.62 cc of hydrogel located within the rectum, completely through the rectal wall. A subsequent three-month MRI demonstrated 12.55 cc of hydrogel within the rectum, again fully penetrating the rectal wall. ***additional information received on 31mar2026*** it was further reported that the initial allegation of a "device not detected" finding after three months was determined to be inaccurate. Per the instructions for use (IFU), the hydrogel device is designed to last approximately three months, with a design requirement for gel persistence of a minimum of 12 weeks (84 days). As the three month MRI was performed on day 89, the site confirmed that this does not represent a device deficiency and requested inactivation. Additionally, following a reevaluation of the MRI, it was determined that there is no evidence indicating that the hydrogel was placed within the rectal wall.

Manufacturer narrative:
Correction block g1 has been updated with the correct information of the manufacturer. Additional information block b5 has been updated. Additional information was received the initial allegation that the device was placed outside the perirectal space was later confirmed that was reported by mistake. The adverse events of dysuria and diarrhea were resolved without medical intervention. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.